Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/18/2015 with the following findings: the pump returned with visible moisture in the display lens. No damage found to returned battery cap or the battery compartment. Returned battery cap fits securely to the pump. The pump has no audible and no vibratory features and the display screen remains blank. The attempt to download the pump history and black box was unsuccessful. Damage to the pump case was observed near the upper right corner between the display lens and the cover. Pump fails in-house leak test due to damage to pump case. The pump cover was removed; internal moisture was present in pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).